Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the catheter was allegedly separated from hub. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one support catheter was received for evaluation. Upon visual evaluation, the device was noted to be returned in two segments, break was noted at the strain relief. Segment one consists of the distal end of the catheter. The segment was not measured due to the nature of the break. No other anomalies noted. Segment two consists of the strain relief and hub. No other anomalies noted. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment as the device was noted to be detached into two segments. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the catheter was allegedly separated from hub. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.